Event description:
It was reported that the loss of aspiration occurred. An angiojet ultra system console was selected for thrombectomy procedure. During the procedure, the device could not aspirate. The procedure was completed with a different device. The patient is stable, no patient complication or other additional intervention reported. It was further reported that there was no loss of aspiration occurred however, there was a malfunction in the drawer of the device.

Event description:
It was reported that the loss of aspiration occurred. An angiojet ultra system console was selected for thrombectomy procedure. During the procedure, the device could not aspirate. The procedure was completed with a different device. The patient is stable, no patient complication or other additional intervention reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.